Event description:
It was reported that an alarm 9 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to reload the original cartridge onto the pump, but was unable to do so; instead, the customer successfully loaded a new cartridge and resumed insulin delivery.